Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found that all thermostats were bent and 2 were completely bent in half. Leads were out of place and bent in half. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA product (B)(4) to reduce the occurrence of this issue.

Event description:
Consumer called and stated the pad switched by the switch.